Manufacturer narrative:
The returned drill guide was examined visually under magnification, which did not identify any significant wear markings. It was additionally examined functionally using a right handed aculoc 2 vdr plate (70-0357), the associated targeting guide (80-0696), and the a targeting guide locking bolt (80-0682), per the aculoc 2 surgical technique (hnw00-06-v). With these components in place, play between components was extremely minimal.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00312: driver, 3025141-2018-00313: targeting guide, 3025141-2018-00315: screw.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted. The surgeon reported the drill guide and targeting guide were loose.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00312: driver, 3025141-2018-00313: targeting guide, 3025141-2018-00315: screw.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted. The surgeon reported the drill guide and targeting guide were loose.